Manufacturer narrative:
Investigation: samples received: 18 unopened boxes (648 pouches) and bone box with 26 unopened and 1 open pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 674 closed samples and an open and unused sample. The open sample received has the thread degraded inside the pack. The thread is broken in pieces as can be seen in the enclosed pictures. After checking the aluminum foil of this sample we noticed that there is a piece of thread caught in the 4th sealing area as can be seen in the enclosed pictures. These pieces of thread cross the 4th sealing and therefore the package was not tight and the thread has been degraded by hydrolysis. Part of the suture was trapped in the 4th sealing creating a channel. It has been determined that the suture was caught while the sealing of the first packaging was done due to a wrong winding in the involved unit. The defect in the winding provoked that the thread became out of its position and in the step of sealing process it was caught by the 4th sealing. Nevertheless, the suture was tight at the moment of checking the tightness of the package because it was not discarded. Regarding sterility, the suture is sterile as the second pack is not affected. The 674 closed samples that have been received are all confirm, the incidence of the open sample has not been detected. All units are tight and all units have the suture correctly wound in the pack. Reviewed the batch manufacturing records of the involved batch, there was not found any deviation in the process. Taking all this information into consideration, we conclude that this is a punctual and accidental incidence due to this issue has not been detected in the 674 closed samples received and that there are no previous complaints of this code batch. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that the first pack is not tight (thread broken). The reporter indicated that when the packaged was opened, it was found that the thread was broken. This defect happened to one package and was noticed before use with no harm or injury to the patient.